Event description:
It was reported that during a pta/stenting treatment procedure for the left internal carotid artery, deployment difficulties were encountered. After the physician had pre-dilated the lesion, advancement of the wallstent to the target lesion was successful. During the deployment of the stent, difficulty with retracting the sheath was experienced. Consequently, the stent was never deployed. The physician then decided to recapture the stent and removed the whole delivery system. The pt was asymptomatic during this event. The procedure was successfully completed using a new wallstent. The lesion being treated was tortuous, 90% stenotic lesion in the left internal carotid artery. No pt injuries or complications were reported. Pt status is reported as 'fine'. It is noted the device was used off label.